Event description:
Additional information received reported that following the replacement of the patient's extension, no patient complication was reported.

Manufacturer narrative:
Analysis of the implantable extension (model#: 37083-60, serial#: (B)(4)) found no anomaly. No shorts between circuits were detected.

Manufacturer narrative:
Product ID 37083-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported impedances were high during the implant procedure. The patient had successful trial stimulation, however, when the definite extension and implantable neurostimulator (ins) were implanted on (B)(6) 2012 impedances were very high, over 10,000 ohms. The high impedances were also stated to be ''alternating, but never low enough.'' The issue was not fixed at the time, and impedances did not go down after implantation as suspected. The patient felt paresthesia after the implantation, but it disappeared during the following months. A revision was planned. The impedances were higher with the extension than without, but it was not stated how much higher. The extension was suspected to be the problem and was replaced.